Event description:
It was reported that the alarm had no tones. No pt injury reported.

Manufacturer narrative:
Results: a visual inspection of the returned product shows that the unit was in a blemished condition and the battery connectors inside the unit were damaged. The unit was repaired and sent back to the customer.